Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely elevated co2 results on a dimension exl with lm instrument. Siemens reviewed the instrument files and instructed the customer to replace the filters on the millipore, replace and recalibrate the flex lot, perform chlorine clean, use millipore plumbed, clean drains, replace water in water bottle, and prime the pumps ten times. Additionally, the customer performed and monitored quality controls, resulting acceptably. The cause of the discordant, falsely elevated co2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2517506-2018-00621 was filed for the discordant co2 results on (B)(6) 2018.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.